Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. During the evaluation of a returned g310 which was alleged to have a over heating handpiece, it was found to have restricted water flow when held in a certain position. After inspection it was found woh hose,tubing,hp o-ring damaged debris buildup in the water supply hose, debris buildup in the water filter. Damaged handpiece cable.found resticted water flow when hp cable is held a certain position replaced damaged/worn components and recalibrated unit to factory specs. No handpiece received for evaluation. DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard. Customer complaint is a known hazard and is tracked as part of monthly psc meetings.

Event description:
In this event it is reported that cavitron 300 series g310 heating up. No injury reported. During the evaluation of a returned g310 which was alleged to have a over heating handpiece, it was found to have restricted water flow when held in a certain position.